Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect serial number under field d4 was inadvertently reported under the previous initial submission. It has been correctly updated on this form to 7691433-043. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 325cc breast implant was found to have a tear on the anterior view, measuring approximately 25.0 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 325cc mentor smooth round moderate profile and experienced left side breast implant deflation postoperatively diagnosed via physical exam. As a result, the device was explanted on (B)(6) 2021. On (B)(6) 2021, the mentor failure analysis lab received two devices for evaluation. The devices had the same lot number and were received with no information indicating which was the complaint device. Hence, both devices were analyzed, and both were found to be deflated. Mentor will conservatively report both devices. This report includes analysis results for one of the devices and the other is being reported separately under manufacturer report number 1645337-2021-00683.